Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely a separation problem led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rhino-laryngo videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, a chip around objective lens adhesive was observed. There was no patient involvement.